Event description:
Additional information reported that the patient received 2 endeavor sprint rx drug eluting stents: one in the proximal left anterior descending and one in the first obtuse marginal coronary artery. It is reported that the patient was admitted with chest pain. The patient underwent cardiac catheterization and it revealed hemodynamically significant stenosis of the mid left anterior descending for which the patient received a des stent. The patient is reported to be recovered and no other clinical sequelae were reported. Investigator reported that the event was not related to the study device and procedure.

Event description:
Patient had one endeavor sprint (rx) drug eluting stent implanted on the day of the index procedure. It was reported that the patient suffered an mi approximately 24 months from the day of the index procedure. No other clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).